Event description:
While transferring the siemens ecam system high energy collimators from the cart, a radiographer had difficulties with the transfer due to the collimator sticking half-way. It was confirmed by a siemens engineer and a clinical specialist on-site, that while this operation was harder than usual, it was possible to perform. The labeling was reviewed and is adequate: note: when installing/removing high-energy collimators, use the lubricant provided to lessen the friction between the collimator and the collimator server. On (B)(4) 2013 siemens became aware that the radiographer involved had been off work on medical leave of abscence due to back injury sustained while moving the collimators. This event took place in (B)(6).

Manufacturer narrative:
Additional systems where a similar event may occur (but have not been reported): affected model numbers: 04380213, 04380221, 05242826, 05977066, 05977074, 05984005, 05989079, 05989087, 05989095, 05991117, 05992099, 07324119, 07324135, 07324143, 07324150, 07760809, 07760932, 07761161, 07823946, 07823953, 07823979, 10151531, 10151532, 10275879, 10413009, 10520745. There are three (3) applicable 510(k): e.cam: k992731, symbia e single/dual: k072567, k082506.